Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgment was confirmed. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint handling database revealed no other similar incidents. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation, when removing the protective sheath from a 2.25 x 8 mm multi-link 8 stent delivery system, the stent implant dislodged. A new multi-link 8 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.